Event description:
It was reported on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 and a posterior flail. It was noted imaging was challenging throughout the procedure. Two xtw clips were implanted, reducing mr to a grade of <1. It was noted during deployment of the second clip, the physician was told the clip was canted and not parallel during deployment. On (B)(6) 2024, the patient experience shortness of breath. Echocardiography showed the second implanted clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to return to a grade of 4. Therefore, on the same day, an additional mitraclip procedure was performed. To stabilize the slda, two xt clips were implanted, reducing mr to a grade of 2. To further reduce mr, a vascular plug was implanted.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. H6: device code 2017 - failure to follow steps / instructions.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported slda and difficult imaging were unable to be determined. The reported improper or incorrect procedure or method was associated with the user not implanting perpendicular to valve plane. It should be noted that the mitraclip instructions for use (IFU) states, ¿do confirm that the clip arms are perpendicular to the line of coaptation. Failure to do so may result in loss of leaflet capture and insertion. Loss of leaflet capture and insertion may result in inadequate reduction of mitral regurgitation and may result in a single leaflet device attachment (slda)¿. The reported recurrent mr was a cascading event of the reported slda. The reported dyspnea was a cascading event of the reported recurrent mr. The reported patient effects of mitral regurgitation and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention, unexpected medical intervention, and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.